Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection revealed that the device has the spring tip kinked, the body is kinked and broken at 196cm from the proximal end. Also, the other section of the rotawire measures 134cm and both sections complete the 330cm measurement. The dimensional inspection of the overall length could not be performed due to device condition. The outer diameter of the distal tip, middle and proximal section of the device were within specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09412. It was reported that a rotawire fracture occurred. The target lesion was located at the severely calcified coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, outside patient's body, the burr was loaded on the rotawire and functional check was done. However, it was noted that the rotawire detached near the burr. The rotawire was replaced with another of the same rotawire and was attempted to be loaded on the same burr; however, the rotawire could not be inserted due to the detached rotawire in the burr lumen; thus, the burr was replaced with another of the same burr which completed the procedure. There were no patient complications reported.